Event description:
It was reported, the patient is hospitalized in the ICU due to a suspected reaction to pain medication that was administered due to procedural pain following the surgical implantation of the scs system. Follow up information identified the patient has been discharged and is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.